Event description:
1990 - transaxillary augmentation with silicone implants in another state. 08/1990 capsular contracture. 1990 bilateral open capsulectomy and augmentation mammolasty with 295cc replicon implants. In 2006 - pt desires to be larger. Pt underwent bilateral implant exchange. Implants were removed intact - right implant did rupture outside the pt's body. Pt augmented with mentor gel implants 375cc left and 400cc right.